Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that that station's database was corrupted due and an unapproved operating system patch was installed on the station. Uninstalled the operating system patch, reimagined the station, created a new database and synced the station to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system displayed a database error message, preventing user log in to station. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation es system displayed a database error message, preventing user log in to station. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d4, h6. A review of the complaint history for sn 16040115 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn 16040115 was performed from 19-apr-2022 to 18-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that station's database was corrupted, and an unapproved operating system patch was installed on the station. Uninstalled the operating system patch, reimagined the station, created a new database and synced the station to resolve. The system functioned as intended after the technical support specialist accessed the device.